Event description:
Event: blood loss. Case detail: the pt is described as having calcified iliac/femoral access arteries, and is reported to have experienced 2500 cc blood loss when accessing the vessel during surgery. The pt is dong well, and the graft was implanted successfully.